Event description:
It was reported to baxter (B)(4) that a reconstitution device was disconnecting from an unknown mini-bag. This product was being used to mix saline solution with an unknown antibiotic. The reported condition occurred during reconstitution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.